Event description:
Product surveillance received a call from the home patient's husband on (B)(6) 2013 and he said that he and his wife have had multiple issues with cassettes leaking in the past. He said he has 2 cassettes that leaked from the patient line. He said he is careful when he opens up the supplies and hooks everything up, so he said it must be something wrong with the supplies and not the way that he sets it all up. No further information available. There was patient involvement.

Manufacturer narrative:
(B)(4). A request for the return of the sample has been made. Should the sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Attempts were made to retrieve the device but it was found to be unavailable. Should additional relevant information become available, a supplemental report will be submitted.